Manufacturer narrative:
This is a supplemental report that was filed under an initial asr report for exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586 and 3004464228-2020-01007. Report ID number: cn-935213. Exemption number: e2014031. Data download shows that prime one ended at 46 pulses and prime two completed at 56 pulses. The pod was received with the device fully deployed and no damage or defects were identified on the needle mechanism assembly. No problems were found that would cause the needle to deployed late or disrupt the pod's delivery of insulin. Although no damage was present and pulse count showed that the pod was in the correct state to deploy, the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle deployed the cannula late. The pod was not worn.